Event description:
It was reported upon interrogation the following programmer message appears: pump memory error, pump and catheter information invalid. The patient had an ascenda catheter and they were using an older application card. It was confirmed with the reporter that the application card they were using with the 8840 needed to be updated. The hcp had a message to the manufacturer representative to get an updated application card and also had an extra programmer with an updated card that the hcp planned on using today. Additional information later reported the issue was already resolved, it was due to the old card in the 8840.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu _ascenda_cath, serial# unknown, product type catheter; product ID 8870, serial# unknown, product type software. (B)(4).